Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide rod lens and air water channel and cylinder had foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. (Light guide rod lens and air water channel and cylinder had foreign material.) The most probable cause of the complaint is no problem detected. (Image disappear). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experience image disappear during an unspecified procedure. There were no reports of patient harm.